Event description:
It was reported that the 6800 system made a noise, had an error message, then shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.